Event description:
This console was not on a patient. Following calibration, console had recurring "leaky pilot pressure" alarms when used on a patient simulator (mock tank). Syncardia has requested that the console be returned for evaluation.